Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Customer's blood glucose (bg) level was over 500 mg/dl. Bg was addressed via a correction bolus. Reportedly, customer was able to clear air bubbles, and resumed insulin delivery.